Event description:
It was reported that four cuff misses occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to a percutaneous endovascular aortic repair interventional procedure (pevar). The arteriotomy was 5f and the vessel was mildly calcified. During the pevar procedure the sheath was upsized to a 16f. The pevar procedure was completed and hemostasis was achieved with the suture of a fifth proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device, he has not received training in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4) - operator not trained. The proglide instructions for use states: this device should only be used by physicians in diagnostic and/or interventional catheterization procedures and who are trained by an authorized representative of abbott vascular. Based on the investigation, there does not appear to be any indication of a product quality deficiency. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. The investigation was limited as all related device components were not returned. Based on visual and functional analysis of the returned device components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the operator was not trained in the large hole technique. The proglide instructions for use states: this device should only be used by physicians in diagnostic and/or interventional catheterization procedures and who are trained by an authorized representative of abbott vascular. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three proglide devices referenced are being filed under separate medwatch MFR numbers.